Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited a high pacing impedance. Programming changes were made to resolve the issue. The patient remained stable.